Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip on his right side. He has experienced pain, physical injury, bodily impairment, disfigurement, loss of enjoyment of life, mental anguish, and emotional distress. It is reasonably certain that patient will have to undergo revision surgery. Update rec'd 03/30/2017 sales has reported a revision for elevated ions and pain. Adding the sleeve and stem. Complaint was updated 04/11/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 13, 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised due to painful right total hip replacement with metal on metal failure. Revision notes reported fluid with brown staining with particulate debris, dark staining of the synovium, black corrosion on the trunnion, and a small area of osteolysis superiorly right on the rim. This complaint was updated on jul 21, 2017.

Event description:
Update aug 2, 2017: medical records received. After review of the medical records for the MDR reportability, and in addition to what was previously reported, operative findings stated that there was evidence of metallosis in the soft tissues and hip capsule and trunnionosis. This complaint was updated on aug 16, 2017.